Event description:
It was reported that unstable impedance readings were found. Insulation abrasion suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.